Event description:
A us distributor reported that a patient's electrode belt delivers a pulse below the lower limit.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below lower limit) was isolated to an open pulse wire in the cable connecting the distribution node (dn) connector and ECG "b". The belt was unable to pass detect and treat testing. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.